Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated the other day (later said sunday) they woke up and they went to put the stimulator on and a message came up on the patient programmer saying to call someone. Patient did not remember any codes or anything else on the screen and said they had not seen that before. Patient then said last week they woke up and the stimulator was on, but patient didn't remember turning stim on. Agent asked if patient had forgotten to turn stim off the night before, but all patient said was they didn't believe they turned stim on. Patient tried to connect to their implant during the call, and reported seeing the settings screen with stimulation on. Agent asked, patient saw the implant battery icon on the screen and the battery on that symbol was empty. Agent reviewed patient may have been seeing the eri message and the patient was redirected to their healthcare provider to further address the issue. Agent reviewed to call back with screen details if the screen was not eri.